Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the customer fills the cartridges with 300 units of insulin, and initially receives an accurate fill estimate of over 240 units of insulin in the cartridge. Then, after delivering insulin via a bolus, the insulin gauge decreases to a lower value and remains static. Subsequently, the customer reported occasionally using cold insulin to fill the cartridge. The customer reported a blood glucose level of 350 mg/dl, and was addressed by changing the infusion set and delivering a bolus. Tandem technical support was unable to perform troubleshooting as the reported event had occurred in the past. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin per labeling instructions.